Manufacturer narrative:
Radiographic image review comments were given as second part cage lateral x ray on first part, one of the rods is out of the screw heads. Interbody expand to the cage on the second image. Ap view of first image - two part cage only the rod on one side appears out of inferior screw tulip. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy. Preoperative diagnosis of this surgery was lumbar spinal stenosis. Initial surgery was perfromed at l3-5. It was reported that the rod was shifted and repositioned. Patient had lower back pain. There were no other patient symptoms reported. There were no further complications reported regarding the event.

Manufacturer narrative:
B5, d4 - additional information is received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative that the it does not seem a defect of the product itself. The right rod was in l5, but it might come off or it might not get into in the first place, or it might not get in because bone spurs are there.